Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after the procedure, this right atrial (ra) lead was suspected to have dislodged upon reviewing the x-ray. The patient did not have any pauses and no drop of heart rate. Upon lead revision, the lead was found to be in perfect location as seen through fluoroscopy and the lead measurements were fine. The physician made a slight change in the lead location. The field representative believed that the second procedure was performed due to some type of error in the facility caused by misreading of x-ray or possibly looking at a different x-ray. The lead remains in service. No additional adverse patient effects were reported.